Event description:
It was reported that a large volume infusor stopped flowing midway through the infusion. This was observed during use. The device was filled with 5-fluorouracil 3000mg and 172 ml normal saline to a total fill volume of 232 ml. When the nurse disconnected the device, there was 180ml of drug left in the device.there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from january 12, 2022 - january 13, 2022. H10: the device was received for evaluation containing 194 ml of fluid in bladder. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.